Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that bending not able to go all the way through, too thin. It was not possible to complete the procedure with the use of the stone extractor as intended. An incision was made to remove the stone. Cross reference MDR: 9610617-2024-00499.

Manufacturer narrative:
Device evaluation: since no article was sent in for investigation, the customer's description cannot be confirmed. According to the customer, something is bent, but it is unclear whether it is the stone basket or the shaft. A possible root cause in relation to the description could be, for example, that the shaft was bent during insertion or that the stone basket was damaged due to mechanical overload. The event is filed under internal karl storz complaint ID: (B)(4).